Manufacturer narrative:
In speaking with olympus technical assistance support (tac) via phone, the customer insisted the unit was properly hooked up and all settings were correct. Tac suggested rechecking unit, but customer refused and wanted to returned unit. Customer did not call tac for any assistance and requested loaner be returned. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that, during a diagnostic procedure, the evis exera iii xenon light source did not work properly because the display was too dark to see the image. When the scope was advanced closer to the tissue, the light was very bright and blurred the field, so the physician was unable to get a good image of the tissue; however, the physician had been very diligent in visualizing the areas as the field of vision was so dark. Customer attempted to light balance the scope with no success and verified that all parameters on the processor were set appropriately. The light bulb was new. The customer was unable to perform additional troubleshooting from their end. The intended procedure was extended by seventeen (17) minutes without any sedation extension or cancellation of the procedure. The procedure was completed successfully with the same device, with no reports of patient harm. The subject device was reported as an olympus loaner asset.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.